Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe volume mismatched with the available volume shown on the pcu screen. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report of devices incorrectly displaying syringe volume was not confirmed, as no devices were returned for investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The alaris system v12.3.2 user manual has information about proper use of compatible disposables: all mode can still be enabled with interoperability. However, the vtbi will pre-populate with the volume to be infused from the automated programming request. If the vtbi in the automated programming request is larger than the actual volume in the syringe (for example, priming the infusion set with the syringe would decrease the available volume in the syringe), the system will display the vtbi field as blank and the message in the prompt line on the bd alaris¿ pcu would state: value x exceeds max vtbi y. The clinician can either manually program a value for the vtbi or use the all button if appropriate (and if the all mode is enabled in the data set). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms and other potential problems. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the incorrectly displayed syringe volume could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. The device was investigated and the reported issue was not confirmed. The device was found to be functional per design specifications. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe volume mismatched with the available volume shown on the pcu screen. This was reported to bd representatives during their site visit. There was no information on patient involvement.